Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31035340l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an at ¿ right ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, d-curve. The patient suffered a thrombus which required a surgical intervention. It was reported that there was a blood clot found prior to initiating ablation that was found using the intracardiac echocardiography (ice) imaging. The physician stopped the case and had another team remove the clot. The patient was in stable condition at the time of the call. The clot was attached to the eustachian ridge in the right atrium. The catheters that were used before the clot was detected were soundstar, webster cs, octaray 2-2-2, and stsf (no ablation performed by catheter). The physician¿s opinion on the cause of this adverse event was that potentially a combination of stopping blood thinners prior to the procedure and having a long sheath in the body without heparinizing. Intervention provided was that interventional cardiologists came and assisted with removing the clot. Surgery was delayed due to the reported event while waiting for the interventional cardiologists. No ablation was performed. The blood clot was successfully removed, and then the procedure was ended.